Event description:
In 2003, the pt was implanted with a medtronic aneurx 28 x 16 graft to repair an infrarenal aortic aneurysm. The pt tolerated the procedure. In 2006, the pt had a CT f/u which showed aneurismal sac growth of 6 mm. In addition, a proximal type I endoleak was noted. On eleven days later, the pt underwent a reintervention where a gore excluder aaa endoprosthesis aortic extender component was placed proximally to the medtronic device. The endoleak was resolved and the pt tolerated the procedure. Early 2007, the pt underwent a reintervention and three gore excluder aaa endoprostheses were implanted. The pt appears to have tolerated the procedure. No further info is available.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.